Event description:
Senseonics was made aware of a user experiencing skin irritation at the sensor site. The irritation was associated with use of clear adhesive patches. The user, who has a history of adhesive allergies, initially experienced itching and redness but reports that after switching to the white patch, the area is no longer itchy and is improving, though some redness persists without blistering or scaling. The user also reported a red discoloration in the shape of the sensor under the skin, without signs of infection, and was advised to consult her primary care provider, particularly given her use of blood thinners.

Manufacturer narrative:
Skin irritation due to adhesive patches at the insertion site is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.